Event description:
The customer reported that the systems' software was corrupted and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the hard drive and reloaded the software and the calibration files and flashed the nodes and retorqued the power plugs. The system was tested and found to be working as intended and put back in service.